Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead revision. During the procedure, the right ventricular (rv) lead was found to be damaged. The rv lead was capped on (B)(6)2021. The patient was in stable condition.